Event description:
Patient reported that his infusion sets are coming apart, after 1- 2 days use. He indicated that this has occurred with every infusion set from this lot. Patient's blood glucose was not affected and no treatment was received.